Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
The device performance data was analyzed and tested out of specification. It was reported that the patient received an inappropriate shock while in the shower. The patient was then seen in the hospital and it was noted on interrogation that the shock was caused by noise detection on the right ventricular lead. The device and lead remains in use. No further patient complications have been reported as a result of this event.